Event description:
The user returned the defibrillator with the complaint that it would not work. No additional description of the problem or the circumstances was available. There was no report of pt harm. Examination of the device disclosed significant corrosion on the printed circuit board of assembly 591234. The corrosion had resulted from the ingress of an unk liquid. Repair attempts by the user had caused additional damage. The event is not occurring more frequently or with greater severity than is usual for the device.